Manufacturer narrative:
Same pt event as MDR 9610622-2011-00071.

Event description:
On (B)(6) 2008, the pt underwent surgery with the g3 long nail. Afterwards, the pt's bone was non-union and the two distal locking screws broke. The surgeon did not remove two broken screws and he was monitoring for the pt. About (B)(6) 2011, the pt felt pain in hip. Therefore, the surgeon confirmed by x-ray. And he found that part of the lag screw hole of the nail broke. On (B)(6) 2011, the surgeon removed the broken nail and the pt underwent the revision surgery by the g3 long nail (340mm length). The surgeon requested the fatigue strength in the strength test on the nail.